Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: - IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The technician at the user facility reported that while reprocessing the subject device, it was observed that there was reduced angulation and play in the scope. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material in the forceps elevator, and clotting protein on the rubber cover (a-rubber). In addition, the inside of the light guide lens, the distal end cover, control unit were dirty. This report is being submitted for the issues found during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found that due to wear of the angle wires, the bending angulation in the up/down/right/left directions were out of specification. Due to wear of the angle wires, the play of the up/down and right/left knobs were out of specification. Due to damage on the elevator wire (k-wire) from mechanical/chemical stresses applied by repeated use and handling, the forceps raising angle was out of specification. Black dots appeared in the image due to damage of the charge coupled device (ccd) unit. Due to clogging of the nozzle, the water removal was out of specification. A leak was observed due to deformation of the electrical connector (el connector). The nozzle was deformed, the a-rubber had discoloration, the connecting tube had a cut and was buckling. The scope cover had a dent, the grip was scratched, and switch #4 had a pinhole. The universal cord and protector on the scope connector side were scratched. The light guide cover lens had corrosion, and the distal end cover was shaved. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.